Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694758 lead, implanted: (B)(6) 2003; 1028t pacesetter competitor lead, implanted: (B)(6) 1992. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the device had been implanted for only 20 months and it did not meet the longevity expectation due rapid battery depletion from programmed high output on the left ventricular (lv) lead. The lv lead was ¿failing¿ according to the clinician. The device was explanted and was replaced. The lv lead remain in use. No patient complications were reported as a result of this event.